Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas with a 23" 6 mm infusion set, with no leaks or pump alarms reported and insulin delivery not interrupted; the agent advised an infusion set change and provided troubleshooting and education, after which glucose levels began to decline. Symptoms included high blood glucose, with a reported maximum of 280 mg/dl. Outcomes included no hospitalization, no medical intervention, no use of backup therapy, and no immediate adverse health effects. Investigation included remote assessment and guided troubleshooting focused on infusion set replacement and verification of ongoing delivery. Investigation of this case revealed no device malfunction or alarm condition and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.